Event description:
The patient experienced postoperative swelling following a dental procedure consistent with air entering the tissue. The office could not determine which of three handpieces they have was used during the procedure but removed all three from service after observing air blowing outward from each unit. The swelling experienced by the patient resolved with ice before discharge, and follow-up confirmed there were no lasting complications or need for additional medical treatment. This is report 1 of 3 for this issue.